Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; just after loading the device during a roux-en-y procedure, directly after opening it out of sterile packaging, the jaws could not be opened after closing them. The jaws had locked and the nurse struggled with the device until the handle broke. The device was not used in patient and there was no patient involvement as it failed directly after loading out of sterile packaging. A different endostitch was used to finish the procedure. The current patient status is fine. There was user involvement but no user injury. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was not received. The jaw gap was measured and met specification. The jaws of the device were found to be properly aligned. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. These investigation findings were attributed to the reported event, as the device tested satisfactorily and met all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).